Event description:
It was reported that the nurse was changing the dressing of a pico7 device in a patient. After it was changed the pico had a green blinking light, but no suction was being made. The nurse made the troubleshooting, secured the dressing looking for leaks, and even changed the batteries of the pump, but the dressing did not get compressed. The patient was encouraged to call her physician and replace the pump. No further information is available.